Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). It was reported that since (B)(6) 2025, the patient experienced stoma site pain, erythema, oozing, with wounds on the stoma, and hurts when moving the tube. On (B)(6) 2025, a culture was performed which was positive for 2 unspecified bacteria and fungus. The patient was prescribed oral septrin forte twice a day for 10 days and topical daktarin. During a nurse visit, the stoma looked good and the physician recommended a tubing change. The patient's daughter reported that the stoma site was much better with the daktarin therapy and a tubing replacement was scheduled.